Manufacturer narrative:
Analysis was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. Analysis was unable to verify excessive no delivery test and perform the occlusion test due to motor error alarm and prime fill anomaly. The test minilink transmitter communicates properly to pump. No unexpected low transmitter alarm noted during testing. The insulin pump was received with cracked reservoir tube, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that they received several motor error alarms during bolus/basal. The customer's blood glucose was 177 mg/dl at the time of incident. The customer's father stated that the drive support cap appeared normal. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father mentioned that they received few no delivery alarms. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.